Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that debris was found in the sterile package during the receiving inspection at the distributor's office. No adverse events have been reported as a result of the malfunction as there was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI # - (B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device showed debris within the sterile cavity of the packaging with the seal still intact. The device history records were reviewed and no discrepancies were identified. The work instruction provides adequate detail instructing the operator to look for any contamination. As it is likely that the condition of the product was non-conforming when it left zimmer biomet, the reported deficiency occurred during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.